Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to inflation issues. The ipp was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and functionally tested. The first cylinder had a hole from wear at a fold which was found by the proximal end of the cylinder body, a hole from broken fabric threads was also present. The second cylinder had wear at a fold on the cylinder body, no leaks were identified. The pump was visually and microscopically examined, leak and functionally tested. The kink resistant tubing (krt) was worn down to the filament, no leaks were found. The pump was functionally tested and passed within specification. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the hole identified in the first cylinder could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to inflation issues. The ipp was removed and replaced. There were no patient complications.